Event description:
The customer reported that their device would freeze and all of the led's would flash during this. There was no report of any patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): the contracted third party service agent evaluated the device and was unable to verify the reported failure. The system pcb assembly was replaced as a precaution and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.the cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control evaluated the removed system/memory pcb assembly and was unable to verify the reported failure. The device was not returned to physio-control for evaluation. The cause of the reported failure could not be determined.